Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test of both cylinders revealed that they had wear at fold in the proximal end and distal end of the cylinder. The leak test of cylinder one indicated that the component had a bulge when inflated with syringe. The second cylinder passed the leakage test. The pump was microscopically inspected, and leak, functionally tested. The microscope test revealed the pump kink resistant tubing (krt) was worn to the filament. The pump passed functional testing and leakage testing.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain. The existing ipp was explanted. There were no further patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain. The existing ipp was explanted. There were no further patient complications.